Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b3: only event month and year are known. D4: expiration date. H3, h4, h6: a manufacturing record evaluation was performed for the finished device product code: 283910000-13. Lot no: 356400. It was electronically reviewed and no non-conformances /manufacturing irregularities related to the malfunction were identified. The product was released on: 22/12/2022 manufacturing site: jabil le locle. Expiry date:30/09/2024. Cement number: product code :183901001 / batch number : 3844699. No device was received for examination, therefore the reported event could not be confirmed. A cement retains test conducted by the manufacturing site revealed there was no defect found on the cement. The cement mixed and behaved as expected for the product type and met the appropriate control specification for dough time (ref confidence spinal bone cement master specification). Setting time was tested. The recorded setting met the control specification. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in china as follows: it was reported that the patient was discharged from the hospital on (B)(6) 2023, two days after the procedure. However, the patient later developed sepsis accompanied by a high fever. The patient is currently hospitalized for further treatment. This report involves one (1) high visc cmw spinal cmt, 11cc. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d4 (lot number), g4. Corrected: d1, d4 (catalog, primary UDI number) and h4. H3, h4, h6: a manufacturing record evaluation was performed for the finished device product code # 283910000-13. Lot # 340842. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 09-may-2022. Manufacturing site: jabil le locle. Expiry date:31-mar-2024. Cement number: product code :183901001 / batch number : 3694611. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.